Event description:
Customer reported that in the recovery room, the surveillance monitor didn't alarm while the saturation is to 65% and then saturation signal between 65%-95% without pt connected to the monitor. No pt was dead or injured. Ipm8 is not marketed in the USA, but we have similar pt monitor marketed in the united states.

Manufacturer narrative:
The device was removed from the facility and being analyzed by mindray. For the problem customer reported that "monitor didn't alarm while the saturation is to 65%", we have reviewed the device's logfiles of the incident date, it indicates that all the spo2 measuring values that below low alarm limit of the spo2 saturation have been triggered related alarms. We concluded the device works properly, it meets product spec. And for the problem customer reported "then saturation signal between 65%-95% without pt connected to the monitor", the service team has inspected the device and its accessories, the reported problem could be duplicated at the first try when the device arrived with the trunk cable and the spo2 probe already plugged together to the monitor as packed by the customer. Then we inspected the monitor, trunk cable and spo2 probes separately that tried to locate the problem, but couldn't duplicate the problem with each of them. Then we plugged the customer returned device and accessories back, still couldn't duplicate the problem even with 48h running. We believe the problem was due to a lose connection at the user end.